Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. The customer blood glucose level was 120 mg/dl at the time of incident and current blood glucose level was 259 mg/dl also and 410 mg/dl about a week. Customer treated with manual injection. Customer also stated that they occurred multiple insulin pump error. Troubleshooting was performed for insulin pump error and resolved. The product will not be returned for analysis.